Event description:
The customer reported a patient contact indicator issue entry in the status log.

Manufacturer narrative:
(B)(4): the customer reported a patient contact indicator issue entry in the status log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.